Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that there was foreign material found on three c3601 cusa excel 36khz tubing sets during their incoming inspection on (B)(6) 2019. There was no reported patient involvement.

Manufacturer narrative:
The complaint made reference to three (3) units. Two (2) of these were received on 5/7/2019. Visual inspection was performed to both units. In one (1) unit, white particles were observed through the plastic tray and thus the complaint was confirmed (> 0.10mm2). On the other one, one dark spot was visible in the middle part of the tray. No other particles were observed. The tray was opened for closer inspection and it was found that the dark spot was small imperfection of the plastic inner tray which created a shadow against the tyvek lid. Nonetheless, two (2) white particles were observed; one (1) on the tubing and another on the outer tray wall. Both particles were less than 0.10 mm2 on the tappi chart. The white particles appeared to be from the white adhesive paper-band. The third unit was received on 5/17/2019. The third (3) unit had a translucent material adhered to the tubing that seemed to be adhesive residue from the adhesive used to attach the green suction canister at the end of the tube. The device history record was reviewed and no anomaly was observed that could cause the reported condition. The lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. The reported complaint was confirmed. (B)(4).